Event description:
As reported, during a routine inspection after receiving the goods, unknown dark, thread-like substances were identified inside the transparent inner packaging of three patches (3dmax light mesh). There was no damage observed to the package, and it was completely sealed before opening. This file represents device #3.

Manufacturer narrative:
As reported, during routine inspection after receiving the goods, unknown dark, thread-like substances were identified inside the transparent inner packaging of the 3dmax light mesh. The photo provided and preliminary evaluation of the sample confirms the presence of (thread like, blue in color) inside the inner sterile tyvek pouch. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. This emdr represents the 3dmax light mesh (device 3). Additional mdrs were submitted to represent the other 3dmax light mesh (devices 1 & 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.